Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged post implant. A revision procedure was performed and the lead was attempted to be repositioned but was unsuccessful. Difficulties with the helix mechanism was reported. A new lead was successfully implanted. No adverse pt effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional info available. If further info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.